Event description:
It was reported a patient underwent a balloon kyphoplasty procedure (bkp) at l2 to treat an osteoporotic vertebral compression fracture. According to the report, the physician "damaged the pedicle(s) at the time of creating pilot hole(s)" and "there was a possibility that the pedicle was fractured with an unknown instrument during the bkp procedure". No further patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.